Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the temperature was above specification. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Customer reported that there was an emission of unfamiliar noise and heat. During service, the technician found that the tempurature was too high and the shaft bearing as well as some parts of the tool lock were worn out. This is report 1 of 1 for (B)(4).